Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. There are two possible devices involved in the event as follows: monocryl (poliglecaprone 25) suture, pds ii (polydioxanone) suture. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-00550. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent a axillary brachioplasty procedure on (B)(6) 2011 and suture was used. On (B)(6) 2011, there was an area on the left arm with a little firmness with a possible small localized hematoma, no evidence of bruising in this area. The patient felt much better with warm moist compresses to area. On (B)(6) 2011, the patient developed infection. The left arm became more painful. The patient had a temperature of 100 degree f. Incision and drainage was performed in the physician office resulting in serosanguineous fluid, no purulence and the pain was completely resolved. The patient was treated with levaquin 750mg daily po for 14 days. On (B)(6) 2011, the patient was markedly improved. On (B)(6) 2011 the infection was completely resolved.